Manufacturer narrative:
Received one 60-6085-201a in opened original packaging. Lot number was verified. Performed a visual inspection, the handle is broken on the inside of the handpiece. Performed a functional inspection, the handle spins 360 degrees. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are three complaints for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used during an unknown type of procedure on an unknown date when it was reported ¿it was reported that the cup could not be fixed and turned.¿. Further information was received that indicated that the device handle rotates in 360 degrees. The procedure was reported as having been completed without any delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used during an unknown type of procedure on an unknown date when it was reported ¿it was reported that the cup could not be fixed and turned.¿. Further information was received that indicated that the device handle rotates in 360 degrees. The procedure was reported as having been completed without any delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.